Event description:
During dialysis set up and treatment the following events occurred. Pt blood lines fell apart while they were being hooked up to the machine. It was the red hook up screw part that came apart. They came apart in pct's gloved hand and were easily put back together and hooked up to the needle line fine. If the screw part would have fallen apart and fallen on the floor or anywhere else this would have caused a whole new line to be put on the machine due to unsterility. This is actually the 4th time this has happened to this pct and there have been other instances with the other staff members. These lines are felt by all staff members to be unsafe due to the many problems with them. Corporate office has been notified of these problems and corrective action is being taken into effect. New lines have been ordered.